Event description:
The customer reported that the image displayed was deformed and unusable. This resulted in a loss of the live image and the system was rendered unusable. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The connector on the cathode tube base was cleaned and repaired. The system was tested then found to be operating as intended.